Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No audio anomalies noted during testing. The vibrate feature was toggled on and off with no vibrate anomalies noted. The vibrate feature functioned properly during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked reservoir tube lip with customer applied glue/adhesive to reservoir tube lip area, peeling end cap address label and slight corrosion in battery tube.

Event description:
It was reported via phone call that they could not hear the beeps on the insulin pump. The customer's blood glucose was 13.0 mmol/l at the time of incident. Self test was performed and insulin pump did beep and vibrate. The insulin pump was returned for analysis.